Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a low blood glucose (bg) recorded at 50 mg/dl. The low bg was corrected with glucose tablets. The user has been experiencing frequent lows and will receive additional training. Blood glucose (bg) was corrected with glucose tablets. No symptoms during the event were experienced, and no outside assistance or medical intervention were reported.